Event description:
It was reported that the 8800 system had mixed up and missing pt images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software upgrade installed during the service call. The system was tested and found to be working as intended and put back into service.